Event description:
Patient contacted dexcom technical support on (B)(4) 2013 to report that on (B)(6) 2013, patient experienced a reaction under the sensor adhesive patch. Her skin developed a blistered, red spot with fluid discharge. Patient reported this type of reaction first occurred on (B)(6) 2013 on a previously-inserted sensor. Patient consulted with a physician on (B)(6) 2013. The physician prescribed an antibiotic and antifungal medication for the patient's skin reaction. The physician advised the patient to stop taking a previously-prescribed migraine medication known to cause skin issues. During a follow-up call between technical support and the patient on (B)(6) 2013, patient reported being in fine condition. During a follow-up call from technical support to the patient on (B)(6) 2013, patient reported that the red spot was still present but greatly reduced and improving.